Event description:
On (B)(6) 2010 at 12:00 a.m., blood glucose was 168 mg/dl. At 6:45 a.m., blood glucose was 177 mg/dl. Patient attempted to program a bolus, but the infusion device display was blank and the infusion device would not work. The infusion device turned off without giving an alarm or error. Patient changed the battery and battery cover but this was not successful. Battery was also changed 5-6 days prior to report and the infusion device did not give an a2 low battery alert. Insulin cartridge is changed every 10-12 days. Infusion needle is changed every 2 days and tubing every 10-12 days. Patient was referred to pump user guide. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.